Manufacturer narrative:
Capsule contracture reported as the reason for explantation.

Event description:
Capsule contracture.

Manufacturer narrative:
Capsule contracture reported as the reason for explantation. Updates made to sections b5, g3, g6, h2.

Event description:
Capsule contracture resulting in explantation